Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d5, e2, e3, e4, g2. A getinge field service engineer (fse) states that the hospital reported that the equipment reported high temperature during the inspection. After inspection, it was found that the negative pressure filter needed to be replaced. The negative pressure filter was replaced, and the equipment passed all tests and was delivered to the customer for use.